Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, cage appeared to not be fully collapsed when entering the disc space and it was believed because it was not fully collapsed, the superior portion of the implant captured a portion of the inferior aspect of the l4 vertebral body where it was malleted into place and disrupted the inferior endplate of l4. The peek portion of the cage then fractured and sheared away from the titanium portion of the cage. Dural tear occurred to the patient. The product came in contact with the patient. Patient had a fractured end plate due to this event.

Manufacturer narrative:
Product analysis result: visual functional microscopic visual review of the implant confirmed the ¿ears¿ of the -03-top component are broken off and not returned for analysis. Functional check confirmed the implant screw was able to elevate and lower the upper attachment of the implant. Microscopic review of the returned item indicates that are witness marks on the back side of the implant where it connects to the inserter, indicating force was used in implantation. There does not appear to be any significant witness marks on the nose of the peek portion which indicates the spacer was fully closed. The fracture surface is fairly flat with some raised edges. This type of damage is consistent with material overload. If information is provided in the future, a supplemental report will be issued.